Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 1200 mg/dl. The customer's current blood glucose as unknown. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by intravenous insulin. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.